Event description:
Patient reported his blood glucose level went over 800 mg/dl on (B)(6) 2012 and was taken to the hospital by ambulance. Patient stated after arriving, he received a tracheotomy. Patient reported, he awoke from the coma on (B)(6) 2012 and discharged himself on (B)(6) 2013. Patient's normal blood glucose range was not provided. Patient stated his infusion device and blood glucose monitor has been lost since being transported to the hospital. No further information is available. No product return was requested.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
Conclusion as the product has not been returned for investigation and the s/n is not available, the complaint could not be reproduced. Result see conclusion. As the product has not been returned for investigation and the sn is not available, the complaint could not be replicated. Device was not returned.